Manufacturer narrative:
Block b3: exact date unknown, event occurred two years from the date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge and the spinal cord stimulator (scs) paddle lead was positioned too far off to the side. As a result, the patient underwent a revision procedure wherein the ipg and scs paddle lead were replaced. The patient was doing well postoperatively. The explanted device components were disposed of by the medical facility and will not be returned.